Event description:
A report was received that the patient had an infection at the pocket incision site. The symptoms were fever and the incision site was raised. The physician stated that the infection was procedure related. The patient was given oral antibiotics and is reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.